Event description:
The manufacturer received information alleging a patient experienced difficulty breathing and low pressure on the machine. The device settings during the event were reported to be (was set to 4 and locked. Ramp time was 30 minutes. Rt had him change ramp to 0. It was explained that device will still start at 4 but no longer wait the 30 minutes to ramp up and it will ramp when sleep is detected). Medical intervention was not specified. The patient required prescription medications, admitted to hospital, spell out what the intervention was. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.